Event description:
On 4/3/2025, it was reported by a distributor via email that one of the swivelock anchors from an ar-8929bc-cp achilles mid substance speedbridge implant system broke during insertion. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 4/30/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error, including improper bone preparation and misalignment of the insertion. The complaint allegation was confirmed based on the customer's attached picture, which shows an anchor displayed broken into two pieces.